Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that it was agreed that the issue was user error. And although the spin wasn¿t viewed on the mvs, the md was able to view it on impax before she broke scrub.

Manufacturer narrative:
Patient age not available from the site. Concomitant medical products: product ID: bi-500-01065, software version: 4.1.0. A medtronic representative went to the site to test the equipment. Testing revealed no fault with the system. After speaking with the staff it was determined that the issue was due to user error. The image attempting to be studied was not loaded in full volume, but rather, only selected by the user. A double click of the image would have loaded volume and allowed for full manipulation. The system passed system checkout and was functioning as expected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a cranial resection procedure. It was reported that there was an unusable spin. The site was taking a non-navigated spin after a procedure, but could not view it. The system acquired like normal and beeped the whole time, but afterwards they were unable to scroll through and see all the slices. It was noted that the site could scroll through slices on the other exams without issue. Imaging was aborted and there was a less than hour surgical delay. There was no impact on patient outcome.